Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
A consumer reported that the battery within a philips one power toothbrush exploded. No injury or property damage was reported.